Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, during the procedure, the loop at the end of the peg tube could not be opened and the physician was unable to attach the insertion wire. Reportedly, the physician replaced the loop and continued the procedure. The procedure was completed with this device. There were no reported patient complications as a result of this event.